Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose level was 287 mg/dl. Multiple supply changes were performed to address the occlusions. A system check was performed and the pump performed as intended. Reportedly, a temperature change had occurred prior to the occlusion alarm announcing. The customer successfully resumed insulin therapy.